Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 71mg/dl, 159mg/dl. Tests were done 1 minute apart with a difference of 68%. Patient did not experience any adverse events. No further information has been reported.